Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed to stay closed and required maintenance. A field service engineer (fse) replaced the inseparable latch for main drawer 4 and verified proper open/close functionality. The inseparable latch for full height drawer 5 was also replaced, followed by successful open and close testing to confirm correct operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer that failed to register as closed and failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.